Event description:
It was reported via clinic notes received that the pt had experienced an increase in depression on a note dated (B)(6) 2010. A note dated (B)(6) 2011 indicated that the pt's vns could not be interrogated which was believed to be due to end of service. It is unclear if the vns was functioning adequately at the time the increased depression was noted or if the increased depression is believed to be associated. Attempts for additional information have been unsuccessful to date. Surgery to replace the pt's generator appears likely at this time.